Event description:
The device was returned for analysis after being explanted for normal battery depletion indicators. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event. It was later alleged by the attorney that the patient "suffered physical and other injury as a result of the recalled lead." It is further alleged the patient "died as a direct and proximate result of defects" in the sprint fidelis lead. Review of public database verified patient death. It is noted the sprint fidelis lead was capped due to the advisory during a routine device replacement for normal battery depletion. Manufacturer's representative reported 6949 lead was in the patient at time of death, but not in use. The 6947 was the active lead at time of death. There is no allegation from a health care professional that the death was device related. The cause of death has been researched and not received.

Manufacturer narrative:
Additional information received: an allegation from an attorney indicated the lead had exhibited a fracture and/or was explanted. Additionally it was alleged the patient is deceased and "death associated with explant."this report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. It is not known if the lead was explanted post-mortem. The cause of death has been requested but has not been received. Evaluation summary: (B)(4): actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.